Event description:
Attached 10ml syringe of normal saline to hickman central line port for flushing of central line following IV infusion of magnesium sulfate. As the normal saline was being injected into the port, it was noted that the saline was leaking from the side of the syringe. Approximately 3ml was injected into the central line before the injection could be stopped and the syringe with approx. 7ml was removed. Upon inspection it was determined that the syringe had a crack approx. 2 inches running down the side of the syringe. Diagnosis or reason for use: flushing hickman central line following IV infusion.